Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros eci immunodiagnostic system. An ocd field engineer replaced multiple parts and performed instrument adjustments. Pre-service precision testing was not completed successfully, therefore an instrument related event cannot be ruled out. There was no evidence to suggest a malfunction of the vitros trop I es reagent. In addition, the patient sample was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, an instrument related event or pre-analytical sample processing cannot be ruled out as contributing factors.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.202 ng/ml versus expected < 0.012 ng/ml) from a single patient sample run on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory as the customer repeated the sample in duplicate for confirmation prior to reporting elevated trop I es resutlts. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).